Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete capsulotomy and anterior capsular tear during laser assisted cataract surgery.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A service record relevant to the reported complaint was found. Service record (sr) was opened to address debris on the objective lens. The company service representative examined the system and confirmed debris on the objective. To resolve the issue, the company service representative removed the debris from the objective. The system was then tested and met all product specifications. It remains inconclusive whether the debris on the objective did or did not cause any system nonconformity. It also remains inconclusive whether the debris on the objective contributed to the customer reported event of incomplete capsulotomy and anterior capsule tear. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).